Event description:
It was reported that while stimulation was turned on the patient¿s equilibrium was off and he had been falling forward and to the left for the past 6 months prior to the date of this report. It was noted that the patient saw the healthcare professional every 6 months and the healthcare professional had mentioned that it was a possible side effects from surgery. It was further noted that the patient had looked up possible equilibrium after deep brain stimulator surgery and it stated it was possible. When the implantable neurostimulator (ins) was off the patient was not feeling his equilibrium off but the shaking started back. It was noted that because of the patient¿s condition he was getting a wheelchair. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va05cba, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04web, implanted: (B)(6) 2013, product type: lead. (B)(4).